Manufacturer narrative:
Concomitant medical products: 383069 lead, implanted on (B)(6) 2020; 5076-45 lead, implanted on (B)(6) 2020; cmrm6133 envelope. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection seven weeks after the implant of an implantable pulse generator (ipg) with an absorbable envelope. The implantable pulse generator (ipg) system was removed and replaced by a leadless pacemaker. No further patient complications have been reported as a result of this event.